Manufacturer narrative:
Correction information b4: date of this report g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result additional information d4:unique identifier (UDI) d8:was this device serviced by a third party? H4: device manufacture date evaluation summary the pentax engineer checked with hospital staff. The defect was found during pre-use check. No harm was caused to the patient. The examination was completed with other device. Scratches caused by contacting metal instruments on the insertion part, blurred images caused by collision damage to the glass of the ccd cover, and insufficient angualation caused by overstretching angle wire. Based on the investigation, a potential root cause of this failure is physical impact (vibration, drop, shock) to lens. The device was repaired by the third party and returned to the hospital. Reminded the hospital that the daily operation and reprocessing procedure should be regulated in accordance with the IFU, which can reduce the occurrence of accidents. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on (B)(6) 2017 under normal conditions. The endoscope was reworked for filter defect including filter replacement and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2017. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
We performed good faith effort to gather additional information regarding this event the following questions, however we did not get an answer to our question. - what part of the endoscope leaked. - is "the scope had skin damage" ift or bending rubber. - it is noted that the lens was blurry during the endoscopy, but was the examination completed or not. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On (B)(6) 2023 while performing a gastric exam on a patient, the endoscope had skin damage, blurred lens and angle knob out of place, it could not be used, leak detected and placed. Reported to the device department for repair and no harm caused. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.